Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review not available to report at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the triple trocar would not pass through the 120 degree hole of a standard insertion handle during a procedure as the insertion handle was malfunctioned. The surgeon had to use another insertion handle from another set to complete the surgery. There was no malfunction reported against trocar. This malfunction occurred before the patient entered the operating room on (B)(6) 2018. There was no patient involvement. Concomitant devices reported: trocar (part # unknown, lot # unknown, qty - 1). This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer. Therapy date: (B)(6) 2018. A device history record (DHR) review was performed for part number: 03.010.045, synthes lot number: 4819614: supplier lot number: n/a, release to warehouse date: 09-mar-2005, expiration date: n/a, manufactured bysynthes (B)(4): material record review (mrr) was generated during production for 6 parts that exceeded correct specifications. It was discovered that the probes were chipped. Probes were replaced, parts re-ran, and all passed inspection. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned insertion handle was examined and the complaint condition was able to be confirmed as burrs were apparent on the bottom edge of the handle¿s oblique hole which would inhibit a trocar from passing through the instrument. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The proximal locking hole of the returned instrument was tested with gauge pins and the largest pin which was able to pass through the hole was 11.64mm. Per the drawing the tolerance for the oblique hole is 12-12.036mm; the complaint condition was able to be replicated, as such the complaint is confirmed. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Mrr was generated during production for a dimensional specification not related to the oblique hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.